Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level which was treated by carbohydrates. Customer refused to go to hospital. Customer stated that they did not receive bolus. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose level. Device will not be returned for analysis.